Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the vaco plate 16 hole was broke on the right side. This report is for one (1) lcp dist-fempl4.5/5 r shaft 15ho l356 ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device (lcp dist-fempl4.5/5 r shaft 15ho l356 ta) was not received for investigation. The images were reviewed, and the complaint condition is confirmed. A plate and screw construct is present at the lateral aspect of the right femur with signs of breakage for both plate and bone. No other issues were identified. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : product code: 04.124.030s, lot number: 76p4842, manufacturing site: mezzovico, release to warehouse date: 27 nov 2020, expiry date: 01 nov 2030. A manufacturing record evaluation was performed for the sterile lot number and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device (lcp dist-fempl4.5/5 r shaft 15ho l356 ta) was not received for investigation. A photo investigation was performed based on the photos attached in notes & attachments section of pc titled (B)(4). The images were reviewed, and the complaint condition is confirmed. A plate and screw construct is present at the lateral aspect of the right femur with signs of breakage for both plate and bone. No other issues were identified. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - product code: 04.124.030s; lot number: 76p4842; manufacturing site: mezzovico; release to warehouse date: 27 nov 2020; expiry date: 01 nov 2030. A manufacturing record evaluation was performed for the sterile lot number and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: product code: 04.124.030s; lot number: 76p4842; manufacturing site: mezzovico; release to warehouse date: november 27, 2020; expiry date: november 1, 2030. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned va-lcp condylar plate 4.5/5.0 r 16ho l33 determined that the plate had broken into two pieces across the va-6 hole. No other issues were identified with the returned device. No new additional information can be added after reviewing the images provided under pc attachments "(B)(4)". The dimensional inspection was performed and the device met specifications. The observed condition of the va-lcp condylar plate 4.5/5.0 r 16ho l33 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the va-lcp condylar plate 4.5/5.0 r 16ho l33 as it was observed to have broken into two pieces across the va-6 hole. While no definitive root cause could be determined from the available information, it is probable that the va-lcp condylar plate 4.5/5.0 r 16ho l33 had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: va lcp curved condylar plate 6 - 22 holes / left and right. Dimensional inspection: measured dimensions: plate thickness (at fracture site): conforming. Device used: caliper. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.